Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose readings of 557 mg/dl. The customer bolused twice, but the insulin was not delivered. The health care professional did not know how much insulin the patient should receive. The name of the hospital was glen falls. It was also stated that the customer removed a bent cannula and passed out. The customer was wearing the insulin pump at the time of the hospitalization.